Manufacturer narrative:
Product ID 97755, serial# (B)(4), product type: recharger. Product ID 97745bp, lot# nlh039043n, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the new battery that just sent had an orange on after being charged. The patient reported that they were getting rm03 error ((rtm temperature sensors out of range 3 times in a row). It was reported that there poor charging quality. A replacement controller was requested. No patient complications have been reported because of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from patient indicated he had all equipment replaced. Patient received a new part on saturday and was getting rm03 code. Patient had to reset the patient programmer (pp) 40 times, he called rep this morning, but she had no clue. Patient was frustrated about the equipment not working because he spent 6 to 7 hours a day trying to charge due to the issues with equipment. A replacement controller battery would be sent, a new battery that was just sent orange light came on after being charged. A replacement recharger would be sent, patient received replacement recharger, but it was still getting rm03 (recharger temperature sensors out of range 3 times in a row). A replacement controller would be sent, patient reported charging quality poor with controller. Another recharger would be sent, patient reported charging quality poor with recharger. No further complication and no symptoms were reported.

Event description:
Additional information received from the patient reported that with the replacement of the controller, recharge takes about 1 ½ hours. The patient reported that it finishes at 90% and not at 100% and when it is reset, it continues to charge. The patient reported that it is manageable.

Manufacturer narrative:
Concomitant medical products: product ID 97755 serial# (B)(4). Product type recharger product ID 97755 serial# (B)(4). Product type recharger product ID 97745bp lot# (B)(4). Product type accessory product ID 97745bp lot# (B)(4). Product type accessory product ID 97755 serial# (B)(4). Product type recharger product ID 97745 lot# serial# (B)(4). Product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial# (B)(4), product type: recharger; product ID: 97745bp, lot# nlh039043n, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator spinal pain. It was reported that the controller had a blank screen. The patient reported that while charging the ins, it says finished after 30% and had to restart charge session then at 60% it will say finished. The patient reported that this happens even though there is excellent charge. The patient reported that they must continuously reset the controller because the screen goes blank. It was reported that the li battery needs no charge, but this happen persistently. It was reported that the last session lasted for 3 hours due to the resets. It was reported that normal charge last for 1hr 20 minutes. The patient reported that they were not getting relief, and this has been happening since implant. The patient reported that since implant the relief had been at 30% which is less that 70-75 % during the trial. It was reported the issue continue despite the replacement recharger (rtm). A replacement battery pack was requested. It was reported that the replacement li battery was received but that did not resolve the issue. The patient reported that it was taking 6-7 hrs to charge the ins as the controller keeps shutting off and resetting and not working. The patient reported that it is the controller that needs to be replaced.